Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2017. Customer¿s blood glucose value at time of incident was 596 mg/dl and current blood glucose value was 30 mg/dl. The customer was treated high blood glucose with bolus and the low with a shot of sugar. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.